Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell cycle 1. The technical service representative (tsr) assisted the home patient (hp) to review the alarm log. The tsr explained the message to the hp and informed her to use manual bags or start over using new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp's nurse stated the patient reported the event to her and the patient had not experienced any symptoms since the event.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).